Manufacturer narrative:
Medtronic rep tested system and the alleged issues could not be duplicated. A new surgeon was using system, medtronic rep performed training to surgeon. No impact on pt outcome reported.

Event description:
A medtronic rep reported that optical tracking was not accurate and that they found an error in the tracked position of the sterile probe. There was no impact on pt outcome reported.